Manufacturer narrative:
Product analysis: it was determined at analysis that the high rate cover was damaged, the output and sense buttons were cracked, the end cap battery drawer was cracked, the device was missing the patient front transparent cover, the lower and upper case was cracked. The device was sent back to the customer unrepaired due to end of service and support for the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the buttons/knobs of the external pulse generator (epg) were broken. The epg was returned for service. No patient complications have been reported as a result of this event.